Event description:
The customer reported via phone call that they had an unexpected restart alarm. Customer's blood glucose was unknown. Customer stated the alarm was not recurring during normal use. Customer reported the battery had a smoky color. The customer also reported a blank display. The customer did not drop or bump the insulin pump. Customer declined to return the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.